Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the rotawire drive. The body of the wire was visually and microscopically examined. Inspection of the device found that there were multiple kinks in the wire, the distal tip of the wire was missing, and that the wire had fractured. Dimensional testing determined that the length of the returned wire was approximately 315.5mm. It is likely that approximately 14.5mm of wire had separated during the procedure.

Event description:
It was reported that a guidewire detachment occurred. A rotawire drive and a rotablator rotational atherectomy system were selected for use. During the procedure, the guidewire detached. The detached portion of the guidewire remained in the patient and was crimped with a stent. There were no patient complications and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the rotawire drive. The body of the wire was visually and microscopically examined. Inspection of the device found that there were multiple kinks in the wire, the distal tip of the wire was missing, and that the wire had fractured. Dimensional testing determined that the length of the returned wire was approximately 315.5mm. It is likely that approximately 14.5mm of wire had separated during the procedure. Additional device evaluated by MFR:the identified damage to the wire is attributable to fatigue; repeated bending and maneuvering of the wire through patient anatomy can cause the wire to weaken and fracture when continued pressure is applied.

Event description:
It was reported that a guidewire detachment occurred. A rotawire drive and a rotablator rotational atherectomy system were selected for use. During the procedure, the guidewire detached. The detached portion of the guidewire remained in the patient and was crimped with a stent. There were no patient complications and the patient's status was stable.

Event description:
It was reported that a guidewire detachment occurred. A rotawire drive and a rotablator rotational atherectomy system were selected for use. During the procedure, the guidewire detached. The detached portion of the guidewire remained in the patient and was crimped with a stent. There were no patient complications and the patient's status was stable.